Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Battery has not been received.

Event description:
It was reported that a patient experienced battery switching, with random beeping. The patient was advised to go to the clinic for download of log files, patient refused to go to the clinic at that time. The site advised the patient to not use the affected battery. A new battery from the facility stock was sent to the patient. The patient has not reported any further events. There was no reported consequence or impact to the patient. No additional information was provided.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.